Event description:
A trilogy evo o2 ventilator was returned to the manufacturer service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed an active exhalation verification" for final test resulted in fail, therefore the proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. In addition, periodic maintenance 2 was performed. The following parts were replaced to prevent failure: air inlet foam filter and particle filter. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.